Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scs trial surgery was abandoned because the physician was unable to advance the lead because the patient was in pain.